Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (moderately tortuous and calcified iliac and femoral arteries). Inherent risk of procedure (arterial trauma/dissection /perforation). Incorrect technique/procedure (excessive force advancing the stent graft). Conclusions: device failure/lack of effectiveness related to pt's condition (moderately tortuous and calcified iliac and femoral arteries). Device failure related to user handling (excessive force advancing the stent graft).

Event description:
An aneurx stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be moderately tortuous and calcified in the iliac and femoral arteries. It was reported that the physician had difficulties advancing the stent graft to the intended lesion. The physician attempted to advance the delivery system on both the left and right sides to no avail. It was reported that the physician was using excessive force to try to advance the delivery system and during the excessive force, the iliac artery was dissected causing a drop in the pt's blood pressure. A reliant stent graft balloon catheter was inserted and inflated to gain control of the pt's blood pressure. The physician elected to surgically convert the pt to an open surgical repair. The surgical procedure was successful and the pt was reported to be doing fine. No additional sequelae were reported.